Event description:
It was reported that the patient heard their device alert and went in to get it checked. The right ventricular (rv) lead had triggered a lead integrity alert (lia) for high sensing integrity count (sic) and non-sustained ventricular tachycardia (nsvt) episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. That review confirmed the reported oversensing. Product: d224drg implantable cardioverter defibrillator (B)(6) 2010. (B)(4).